Event description:
It was reported that the patient was hospitalized for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient has continued to use the pump and has contacted his physician regarding insulin dosage adjustments. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 06/07/2016 device evaluation: the pump has been returned to animas and evaluated on 06/02/2016 with the following findings: a review of the pump¿s daily insulin delivery totals were found to correctly reflect user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. No delivery interruptions or alarms occurred during the investigation. Unrelated to the initial allegation, the display screen had a pinkish contrast. The battery compartment was cracked below the bumper pad. The piston cap was observed to be missing. The force sensor was not detecting the correct force. The force sensor resistance was within specifications. No contamination was found in the force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).